Event description:
It was reported to boston scientific corporation on december 16, 2008 that an autotome rx sphincterotome device was used during calculus removal within the common bile duct on a male patient in 2008. According to the complainant, "the device had no visual anomalies when removed from package. During the procedure, the wire broke inside of the patient. Electricity was turned once or twice." No remnants of the device were reported to remain inside of the patient. The procedure was successfully completed with another autotome rx sphincterotome device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.